Manufacturer narrative:
(B)(4). Additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional summary: an empty opened overwrap, a paper lid and a winding former with a partially dispensed needle/suture were returned for analysis. During the visual inspection of sample, the needle/suture was totally dispensed and it belong to product code 8805. The swage and attachment area were as expected. The suture was measured and did not meet the fg requirements, due to that it was noted elongation and the end was damaged (busted) for this condition, the other section of the needle/suture was not present into the tray. During the visual inspection of the winding former no damaged or marks were observed that could be caused the damage on the suture. In addition, a mark in each slot were observed: which indicates that the needles were placed in slots from tray. Per the condition of the sample received, the assignable cause of the component incompatible is a damage suture.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. It was found that there had been a single-armed suture in the package although the package should be double-armed. There were no adverse consequences to the patient. No additional information was provided.